Event description:
Customer reported a button error alarm that occurred during a bolus. The blood glucose reading was 283 mg/dl. She stated that the insulin pump had not been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.